Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all components remaining implanted and in use. The symptoms reported by the patient appear to be directly related to the location the ipg twas initially implanted.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 and the system was activated on (B)(6) 2024. On (B)(6)2024 the patient reported difficulty maintaining communication between the implantable pulse generator (ipg) and the external therapy discs when changing body position. Investigation found that the ipg had been implanted in a location that allowed movement when the patient moved and thus caused communication to fail and loss of therapy. A surgical revision was performed on (B)(6) 2024 to reposition the ipg to a location that better maintain communication with the external components. No product was explanted or replaced during the procedure,